Event description:
During a veterinary hip procedure, the device was making a grinding noise and was not spinning. The surgery was stopped because the user did not have another drill available for use.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was returned to synthes (B)(4), date unknown. Synthes (B)(4) received the device. Investigation coordinated by synthes (B)(4). Report received indicates reliability engineering evaluated the device and the reported problem could not be confirmed or duplicated. The unit passed all operational specifications and no problems were observed. The cause of the reported complaint could not be determined. The manufacturing documents were reviewed and no complaint related issues were found.